Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On december 27, 2023, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The sensor replacement was first presented to the customer on 24 december 2023, day 70 after insertion. Sensor (B)(6) was tested in-house, and a qc revealed a significant loss of chemical performance. In vivo raw sensor data also showed rapidly declining signal modulation from nov 6, 2023 though end of life. This is indicative of hydrogel oxidation and the system correctly disabled the sensor due to performance failure indicated by a reduction of msp value below the established threshold. As part of resolution, the RMA was authorized to offer the user a sensor replacement. B4. Date of this report updated to 18 march 2024. D9 device available for evaluation? Yes, device received on 29 jan 2024. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 4307.